Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of their daughter whose freestyle libre reader battery is fast draining. As a result, the customer was unable to test with the reader however, a reading of 600 mg/dl was reportedly obtained on an unspecified device and the customer experience a symptom of dizziness. The customer was taken to a hospital where a reading of 740 mg/dl was obtained on the hcp meter and the customer was administered an unspecified dose of insulin as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.